Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, weakness, diabetic ketoacidosis, and "passed out". The customer alleged that the pump "malfunctioned"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 10 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.